Event description:
It is reported that the pt experienced a calcar fracture during insertion of the broaches. Cerclage cables were used to prevent propagation of this fracture.

Manufacturer narrative:
Eval summary: primary operative notes were returned for review which noted that the pt's calcar region was extremely sclerotic. After insertion of broaches a small crack was noted so cerclage wires were placed. The remainder of the case was uneventful. It is likely that the pt's poor bone quality led to the fracture, however, this cannot be stated conclusively. The sequential broaching sizes used and force applied during broaching of the femur may have also contributed to the fracture, however this cannot be determined. The broach used during the fracture was not returned for review. Surgical technique instructs to check the broaches before every case to ensure that there remains keen cutting edges on the instrument. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.